Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of failed rate accuracy was not reproduced. The device was tested for flow accuracy and delivered within intended range. The customer testing setup and equipment are unknown. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual . The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow accuracy test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.